Event description:
It was reported that the pump touch screen was missing pixels. There was no adverse effect to customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.